Event description:
Physician called in to report that end-user's peristomal skin presented with redness accompanied by itching approximately 0.5 inch in the shape of a ring, immediately next to stoma and outwards from stoma. It is also reported that skin shows no signs of breakdown or leakage. Product has been in use since (B)(6) 2013.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that the following products were used as treatment of condition: stomahesive powder: antifungal powder; nystop; diflucan and allkare products. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).